Event description:
Philips received a complaint on the xl device indicating that the operational test failed. There was no patient involvement. The asp evaluated the device on site. It was determined that the cable of the treatment handle is loose and not securely connected, which was reconnect, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.